Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis. Upon visual inspection the right plunger case was found cracked and the front right corner of the top case was noted to be cracked. The device history log was reviewed, revealing a force sensor test error had occurred. The unit was then powered on and tested the force sensor; force sensor error occurred with inability to calibrate the force sensor. Based on the evidence, the complaint was confirmed. However, there was no fault found as it was found that the unit had normal wear.

Event description:
Information was received indicating that a smiths medical medfusion 3500 syringe pump had a force sensor error. There was no patient involvement with no reported adverse effects.